Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was reported that the patient was not hospitalized for the event. At the time of this report, the patient outcome was not reported, pd therapy was discontinued, the pd catheter was removed and the patient was on an in-center dialysis. No additional information is available.